Event description:
It was reported to philips that the system's c-arm was unable to perform rotational movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an undergoing 3d spin scan test was performed when the issue happened. The procedure was completed without utilizing 3d spins scan. Philips field service engineer (fse) fse received t&m service call and headed down to site to diagnose problem. The hospital imaging engineer remotely assisted fse during their commute, successfully resolving the issue. Upon troubleshooting, hospital imaging engineer reported leftover blood on c-arm wasn't cleaned properly and dept staff couldn't run 3d spin because c-arm was stuck from fluid on sensor. To resolve the problem, hospital imaging engineer had staff clean stand and tube cover thoroughly and complete bodyguard adjustment. No physical work was performed on site by philips engineer. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information gathered, the procedure was carried out without any issues, enabling the customer to successfully complete it without the use of 3d spin scans. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.